Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had cracked battery tube threads and a missing end cap sticker.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with blood glucose levels of 250 or 270 mg/dl. The customer experienced ketones and extreme thirst. The customer also reported that the insulin pump had cracks on the case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.